Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Death is a known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events related to death are multifactorial and may be attributed to failed modality, medical treatment, progression of disease, and patient comorbidities. There were no device malfunctions or performance issues that would impact the event. However, clinical factors that may have contributed to the patient's outcome related to the event include the patient's clinical status due to the stroke, other comorbidities, and pharmacological factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient showed neurological symptoms in the night from (B)(6) 2016. The CT scan revealed a huge subarachnoid bleed on the right site despite ptt levels in range. No intervention possible. As a result, the patient was started on pain management and subsequently expired. Additional information has been requested but not yet provided.

Manufacturer narrative:
Add'l info received on 08/18/2016 states that the after a cct and angio were performed, the neurosurgery team did not see any viable therapy options. The patient expired on (B)(6) 2016 with the official cause of death being subarachnoidal bleeding. The medical team does not believe the death was related to the device as the patient had stable ptt levels. Serious and life threatening adverse events, including death, have been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.